Event description:
It was reported the patient experienced dizziness. The physician was concerned there may be a problem with the header of the device. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2008. (B)(4).